Event description:
Related manufacture ref: 3004936110-2021-00123. The patient reported that the power cord was frayed, a spark occurred and charred her personal pillow. The patient advised that when she pushed the pes against a personal pillow to support her head, the wire sparked and burnt her personal pillow.

Manufacturer narrative:
Additional information: one i3 unit with main unit and accessories set were returned. Internal visual inspection revealed the power cord was frayed/damaged. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported sparking was due to the power supply being physically damaged. It is uncertain how or when the damage occurred.

Event description:
Related manufacturing ref: 3004936110-2021-00332.